Event description:
Clinical study patient was revised to address high cobalt and chromium levels, massive effusion, and foreign-body synovitis.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 2507925 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search found one other reported incident against the 2507925. Per wi-3430 revision c we are no longer required to conduct a device history record review on the provided product 121887354 and lot code 2507925. A complaint database search finds no other reported complaints against the remaining product and lot combinations. Medical records and x-rays were previously reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were still not returned. A previous review of the device history record did not reveal any related manufacturing anomalies. Medical records and x-rays were provided and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4) study patient was revised to address high cobalt and chromium levels, massive effusion, and foreign-body synovitis. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (both hips). Update: (B)(4) 2012 - litigation papers received. There is no new additional information that would affect the investigation. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to previous allegations, ppf alleges metal wear/metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.